Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient got an implant for her bowels that had been in almost 5 years. The patient stated that before the stimulator she had stayed at home with diarrhea for 10 years, but it took about a year and a half to get the stimulator to work, to stimulate her bowels a little better so she had diarrhea sometimes. The patient noted that the device had been great for her diarrhea issue and that the implant helped her. It was also reported that about 4 weeks ago her back started hurting and she could hardly walk at all. The patient stated that it would hurt really bad to stand and she was having headaches everyday. The patient thought it affected her nerves in her body and her stomach hurt. The patient noted that her whole body hurt and the implant was hurting her body. The patient mentioned she was having pains where she never had pain before and she went to see her health care professional (hcp) a couple weeks ago and her hcp told her that the implant had turned. The patient reported that her hcp pressed on her back in the area of the stimulator and it hurt. The patient also mentioned that sometimes the implant felt like it was burning and the implant was sticking out. The patient confirmed she had not had any falls or trauma and she had surgery on friday. The patient stated that she didn't know if they took put a new wire in but they put in a new battery. The patient noted that her hcp told her that the battery fell out of the stimulator and the patient asked her hcp to clarify but the patient stated that the hcp said her battery fell out. The patient stated that a manufacturing representative was present at the surgery and she was the one that brought the new battery and had tried to read the old one with a device of hers, but the implant wasn't reading right so she knew something was wrong with the implant. The patient stated again that she didn't get a new implant just a new battery, but she was still worried about the old battery falling out again. The patient confirmed that since she got a new battery her issues had resolved except she still did have headaches everyday. The patient mentioned she was weary of the battery falling out again and she was (B)(6) years old and over 80% blind in the eyes so she just couldn't take anything more happening. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Product event summary, investigation summary- it was reported that the patient's implant turned, felt like it was burning, was sticking out, and something was wrong. The patient had surgery to replace the implant and the hcp stated that the battery fell out. As the event was reportable to a regulatory authority and indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Additional information was required to determine the cause of the event. The hcp was contacted to investigate clarification of the event, for the cause, for patient weight, status of the implant, and for resolution of the headaches. Device return was requested, however the device was not returned at the time this investigation was completed and no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that there was insufficient information to determine the cause of the event. The cause of the implant turned, burning, something wrong, and sticking out was not reported to the manufacturer, and was unable to be obtained through follow-up requests. Should additional information become available at a later date, the investigation will be re-opened and updated accordingly. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: patient said their first device had an issue and caused her not to be able to walk, patient couldn't get up out of chair. Patient thought she had the stim too high, but it didn't go away. Patient said she went to the doctor to see if she had an infection, it hurt around the butt so they removed the battery. There were no further symptoms or complications reported or anticipated.